Manufacturer narrative:
Additional information was added to d4 lot # and expiration date (customer confirmed updated information), h4, h6 and h10. H4: device manufactured date: between january 21, 2021 and january 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked after filling prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.